Manufacturer narrative:
Lot # 18d031, 18h007, 18k003, 18m036. Twenty-two single use devices were received for evaluation. For fifteen of the devices, visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the fifteen returned devices. For six of the devices, visual inspection revealed traces of silicone oil located on the inner wall of the housing. Silicone oil is applied on the bladder during the manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion of the chosen therapy. This condition is not a product defect. This condition is cosmetic and has no impact on the functionality and efficacy of the product. The reported condition was not verified. For one of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to a particle approximately 0.30 square mm in size, lodged under the device¿s checkband. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The stressmember is made of acrylic. The reported condition was verified. The cause of the particle was not determined. Four photographs were also provided for evaluation. Visual inspection of the photographs show evidence of a leak around the blue winged luer cap. The reported condition was verified for the four photographic samples. The cause of the condition could not be determined from the provided photographs. Three companion samples were also received for evaluation. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the companion samples. The reported condition was not verified for the three companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18d031, 18h007, 18k003, and 18m036. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 69 </noe> malfunction events. It was reported that sixty-nine large volume folfusors were leaking. Fifty-two devices were leaking from an unspecified location, twelve devices were leaking from the blue winged luer cap, and five devices were leaking from the fill cap. All events were observed prior to patient use. There was no patient involvement in any of the events. No additional information is available.

Manufacturer narrative:
Additional information: two additional single-use samples were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. One additional companion sample was also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The companion sample was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.